Event description:
Info was received that reported a pt was hospitalized in 2009, due to hyperglycemia. The reporter stated there is physical damage and visible breakage to the device. The pt continued to try to use the device despite the damage. It was reported that the pt had been vomiting the previous night. In the morning of the event, his blood glucose was "high" and ketones were present. He was transported to the hosp and admitted. He was treated with IV insulin and fluids. The device will be returned for evaluation, but as the date of this report had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the evaluation once it is completed.